Manufacturer narrative:
(B)(4) device evaluation indicated that the ipg passed all tests performed.   (B)(4) device evaluation indicated that the splitters passed all tests performed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Ipg was analyzed and high impedances were noted. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional information was received that the physician was unable to make adequate connection with the existing leads and splitters. The physician decided to abort the revision. The patients ipg and lead splitters were explanted. Additional suspect medical device components involved in the event: model #: sc-3400-30 serial #:(B)(4)description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was experiencing inadequate stimulation. Ipg was analyzed and high impedances were noted. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation. Ipg was analyzed and high impedances were noted. The patient will undergo a revision procedure wherein the leads and ipg will be replaced.